Event description:
An event occurred on an unspecified event date involving an IV tubing set reported that there was a range of black and brown dots were found inside the drip chamber, also in the area where the drip chamber were narrowed into the tubing, as well as the smaller chamber just above the drip chamber. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
No product has been returned. The device evaluation will proceed with the available information with results sent in final report. (B)(6), director of strategic sourcing.